Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a mixing pump failure. A DHR is not required as this is not an out-of-box failure. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that arctic sun device would not cool, during functional check temperature stayed around 20.9 and never dropped. Chiller temperature (t4) was 9, mixing pump command (mpc) was 100 percentage. Failed mixing pump. They would order and replace the pump themselves.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that arctic sun device would not cool, during functional check temperature stayed around 20.9 and never dropped. Chiller temperature (t4) was 9, mixing pump command (mpc) was 100 percentage. Failed mixing pump. They would order and replace the pump them self.